Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited low impedance in both unipolar and bipolar configurations. During pocket revision for routine device change out, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patients condition after the procedure was stable.